Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 546 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER seven hours later with the issue resolved and no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, customer continued using pump for insulin therapy.